Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified both liners with no apparent signs of use from the picture. No further evaluations can be made from the provided picture. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03107; customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the liner would not lock into the shell. This happened with two separate liners before one was finally able to connect with the shell. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.